Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib kari, onsite. No light. Sjc0017503 [update - no light to begin with although the source was lit up at the connection and the safelight cable was lit up as well, the auto light function was not working as well. Later there was light output, however afterwards there was a full loss of light for 15 minutes. Surgical delay of 10 minutes. Same device used to complete procedure. No patient harm.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad reed switch on the safelight cable, a not fully seated safe light cable. Advise to re-calibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.